Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-9530s-06 arthrex® univers revers trial humeral insert 36 +6 inner plastic part is broken. The device was not usable during a case. The device was swapped out, and there was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is wear and tear of the device, as the manufacturing date is registered as 2019. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.